Manufacturer narrative:
Accuracy was compromised on the second side due to excessive hammering of a probe causing shifting of anatomy. Not a software issue.

Event description:
A medtronic rep reported that during a spinal fusion case accuracy was compromised on the second side due to excessive hammering of a probe which caused the shifting of the anatomy. Navigation was discontinued on second side. The surgeon was pleased with initial navigation. There was no impact on pt outcome reported.